Manufacturer narrative:
Date received by MFR: (B)(6) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse performed a visual check of the battery connection and found that the cam lock connector on the back of the ventilator to the battery was not in the locked position. The fse tightened the cam lock connecter and the unit passed est and back up battery testing. The fse did note that the battery was out of date and the customer ordered a new battery. The fse also completed performance maintenance on the unit. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
It was reported that the unit would not pass extended self testing (est) due to shutting down numerous times. There was no patient involvement.